Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the original lead placement was unable to cover the pain area in the foot. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.